Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 410 mg/dl. At the time of incidence. Customer¿s current blood glucose level was 269 mg/dl. Customer declined to treated with manual injection in hospital¿s emergency room. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device was programmed with multiple basal profiles and monitored for two day. All profiles delivered properly. No basal anomaly noted during testing. Device was also programmed with test boluses and monitored. All boluses delivered properly. No bolus anomaly noted. No motor anomaly or displacement anomaly noted during testing. The motor was tested outside of the device and passed. Device uploaded properly using care link. No cosmetic damage noted.